Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. They first started experiencing going to the bathroom more frequent at night "2 years" which has since been resolved. The circumstances that led to frequency at night and lack of stimulation was a ventral hernia surgery (unrelated to device/therapy). The steps taken to resolve the frequency at night, electromagnetic interference (emi), and lack of stimulation were they called the call center and the agent assisted the patient with increasing stimulation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction and sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a hernia surgery at the end of (B)(6) 2017, which was unrelated to the device, and, since then, they were having to go to the bathroom more frequently at night, noting they went from going twice a night to 4-5 times a night. It was noted that they never really could feel the stimulation. They also stated that their patient programmer (pp) needed new batteries. After getting new batteries, they were getting poor communication. It was noted that they did use an antenna and it was secure and synced with the ins. They were not able to feel their implant through their skin and couldn't locate it. After successfully syncing with to the ins, they found that the stimulation was on and they increased to 1.3 to see if it would resolve the issue. There were no further complications reported or anticipated.